Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump's total daily insulin history intermittently disappeared. There was no reported impact to customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.